Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2023. The patient had a wearable failure the day after the sensor was inserted into the arm. On (B)(6) 2023, the patient¿s wearable failed but the patient was unable to recall exactly what time it failed. The patient also had no blood glucose (bg) meter with her and was not performing bg meter tests as a back-up. Around 10-10:30am, the patient ¿dropped to the floor¿ and fainted. After about 2-3 seconds, the patient was able to stand up. The patient did not know if this happened because her bg level was low or high. There was no treatment or medication provided to the patient. Of note, the patient did not seek any medical assistance and the patient was taking tylenol during this sensor session (500 mg twice/day). At the time of report, the patient had the flu and was resting on the bed. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.